Manufacturer narrative:
The device was not returned to physio-control. A third-party service agent performed evaluated the customer's device and was not able to reproduce the reported issue. After observing proper device operation thought functional and performance testing, the device was returned to the customer for use.

Event description:
The third party service agent contacted physio control to report that their customer device did not deliver energy when pressed the on/off button. There were no reports of patient use associated with the reported event.